Manufacturer narrative:
Patient identifier not available from the site. Device lot number, or serial number, unavailable. The software of the device was returned and evaluated by the manufacturer. Product testing and version confirmation were conducted. Testing revealed that this failure is tied to a software anomaly test track (B)(4) and will be added to a software anomaly database.

Event description:
Medtronic received information regarding an imaging device during a sacroiliac and thoracolumbar procedure. It was reported intraoperatively that the device was transmitting half white 3d images following a scan. There was no surgical delay. No impact on patient outcome.

Manufacturer narrative:
System information received and updated.